Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large hem-o-lok clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the cable broke while the clip was being deployed. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and all seemed to be good. The issue occurred while inside the patient but prior to clip application. The issue was related to the clip applier jaws remaining static/not moving when the surgeon commanded movement. Large hem o loks were used for the procedure. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. Issue occurred on the 1st clip application. A new instrument was opened to resolve the issue. The instrument is available for return however no photos or videos available for review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large hem-o-lok clip applier instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a fully broken grip cable at clamping pulley on the proximal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.